Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheters were not draining correctly, which caused the urine to back up and cause the patient pain. No medical intervention was required.